Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a ruptured abdominal aortic aneurysm of an unknown size. The patient presented emergently. It was reported that the previously implanted endurant stent graft limb extension had migrated and a rupture was observed. Intervention was carried out with an endurant ii stent graft and two non-medtronic limbs (excluder) implanted to resolve the event. As per the physician, the cause of the event was anatomy related due to insufficient landing zone on the distal side. No additional clinical sequelae were reported and the patient is fine.